Event description:
It was reported that during a gastrectomy procedure the tip of the device melted. Unknown how the case was completed. No tip fell into the patient. There was no patient consequence. No further information is available.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.